Manufacturer narrative:
No eval other description: analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also reported that the right ventricular (rv) lead exhibited increased impedance and noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.